Event description:
Caller reported cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer received complete pump reset information from technical support, successfully reset the pump, and started their sensor session without further issues.